Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on 07/02/2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2015. The patient was taken to the doctors on (B)(6) 2015, due to discomfort. An x-ray was performed; however, the results have not yet been provided. The patient still feels discomfort. No additional event or patient information is available.